Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient's back hurt at the lead site. Their spouse thought the lead may have moved because they bent over. The next day, it was reported that they didn't feel stimulation. They bumped it up to 8.1 where they felt the stimulation. Their incision site was still sore and felt wet, but there was nothing there. There were no further complications reported or anticipated.